Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions: ¿ "juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with a 1 ml syringe of juvéderm volbella® xc, the "hub cracked and the product went all over the patient's face." Patient contact did occur. No injury to the patient or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported that during injection with a 1 ml syringe of juvéderm volbella® xc, the "hub cracked and the product went all over the patient's face." Patient contact did occur. No injury to the patient or injector. The packaged needle was used for the injection.